Event description:
The customer reported a keypad malfunction. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer and the issue was verified. The bezel assembly was found to be defective. Replacing the bezel assembly resolved the reported issue. The device passed testing and was returned to service.